Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after properly prepping a 6-12f mynx control venous vascular closure device (vcd), the tech noticed the proximal end of the device where the sealant is housed, near the split end, had what appears to be winged plastic. The device was not used and another mynx control venous vcd was opened with no issues. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was present in the manufacturing position and was partially exposed. About the sealant sleeve condition, a separation condition was observed.

Manufacturer narrative:
As reported, after properly prepping a 6-12f mynx control venous vascular closure device (vcd), the tech noticed the proximal end of the device where the sealant is housed, near the split end, had what appears to be winged plastic. The device was not used and another mynx control venous vcd was opened with no issues. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that neither button 1 nor button 2 was depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position and was partially exposed. About the sealant sleeve condition, a fold condition was denoted to be present. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be completed, as the fold condition observed on the sealant sleeves impeded obtaining an accurate and reliable measurement. Additionally, the catheter working length was verified and noted to be within specification. An attempt to perform the functional test to evaluate the insertion and withdrawal through the introducer sheath was performed; however, this could not be performed due to resistance and friction encountered when attempting to introduce the catheter sheath introducer over the affected portion of the sealant sleeves. Additionally, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and the balloon was retracted as expected. After the tension indicator was aligned by pulling in the distal direction, the distal tip and button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the folded sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.